Manufacturer narrative:
Initial trend analysis for lot 55102b was conducted, no malfunctions were found. This is the only complaint for lot 55102b. Cause of complaint was traced to unintended use of device.

Event description:
End user reports that product will not flow when drawn into syringe barrel.